Event description:
Complainant alleged that while transporting a patient (age & gender unknown) in cardiac arrest, to the hospital medics were able to deliver three shocks to the patient at 200 joules, 300 joules and 360 joules however the patient's rhythm did not convert. When medics attempted to deliver the fourth shock, the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.